Event description:
It was reported that the patient received ineffective shocks. The device was reprogrammed.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned images have been analyzed and indicate a normal ICD behavior. The cause of the ineffective shocks could not be determined. The shock holter documents 24 charges, from which 12 to 24 occurred on (B)(6) 2023. These charges present normal charging times and shock impedance values. The available part of the iegm from episode 167 documents an appropriate 40 joule shock delivery with 69 ohms shock impedance, without episode termination. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It was not determinable why there were ineffective shock deliveries. However, the returned pictures revealed no indication of an ICD malfunction.